Event description:
It was reported that there was an obvious decline in the pt's hearing performance, which was noticed by the guardians on (B)(6) 2012. History of head trauma was denied by the guardians and problems with the external devices were excluded.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.